Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to charged coupled device (ccd) failure. The cause of the faulty ccd was caused by watertightness due to damaged cable. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿¿¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A poor contact of the camera unit caused the reported image failure. There was also a leak that could have potentially compromised the charged coupled device unit. Additionally, there was a gap in the coupler unit causing the scope to not rotate at all. The cable unit was detached, and the cable unit was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not providing an image during procedure preparation. Additional details relating to the patient and the event have been requested but the initial reporter did not provide anything further. There was no patient harm or consequence reported as a result of this event.